Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead had been showing under sensing at a fine ventricular fibrillation episode. The shock successfully converted that rhythm. Discussed reviewing sensitivity settings, optimizing as appropriate and physician option for testing. An rv lead revision was suggested since the system had only just been implanted for nearly a month. At this time the rv lead and the crt-d remain in service. No adverse patient effects were reported.